Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that they were unable to navigate the purple universal drill guide (udg) while in surgery. Site had just taken a scan with the imaging system and transferred the scan over. Site could see instrument and patient reference frame moving in the tracking window but was not seeing any change in the navigation. Technical services (ts) had the site press, then press and hold the footswitch button in the software. Site was then able to navigate. Ts helped site change setting under navigation section of admin settings to be continuous. There was a 45 minute delay in the procedure. No impact on patient outcome.